Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during an attempted implant, high capture threshold was observed on the rv lead. Several different positions were tried but were unsuccessful. The physician replaced the lead. Patient was in stable condition.